Event description:
It was reported that there was a loss of therapeutic effect and the patient had no stimulation sensation. It was noted that the patient stopped feeling stimulation and had a return of symptoms on (B)(6) 2014. It was reported that stimulation was on and the patient had reached the maximum amplitude on program 1 at 8.4. The patient changed to program 2 at 2.0 and had discomfort above that amplitude. It was noted that the patient could feel stimulation. It was later reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved, and they were still having concerns regarding their device or therapy but were working their doctor or manufacturer representative. It was unclear if the patient still had concerns or not. It was noted that the patient had appointments on (B)(6) 2014. It was reported that it worked ¿good most of the time.¿

Manufacturer narrative:
Concomitant products: product ID 3037, lot# njd206171n, product type programmer, patient; product ID 3 889-28, lot# va0fxgg, product type lead. (B)(4).